Event description:
It was reported to philips that the device gave an error indicating there was no memory available, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the customer was performing a vascular planned treatment , which could be completed as planned. A philips field service engineer (fse) inspected the system and confirmed the that the interventional workspot workstation (iws) shows a ¿hard disc full¿ error to resolve this issue, the philips engineer reinstalled the software of workstation, reinitialized the database, reloaded the back up and performed functional checks. After these actions, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issues occurred on the interventional workspot (iws). The interventional tools running on iws extend the functionality of compatible x-ray equipment with 3d imaging during an interventional procedure. Users may be unable to utilize complete imagining data on the interventional workspot when the system is not functional or available. However, this should not affect the procedure because the imaging data is still available on the main system (x-ray equipment), which can be retrieved at a later stage. Per the IFU ¿images created by the viewing application (interventional tools) are artificially reconstructed images. Diagnosis or treatment cannot be solely based on these images. All findings, decisions, and diagnoses must be confirmed using conventional (2d) x-ray imaging.¿ hence, users should not merely rely on interventional tools to complete the procedures but confirm with 2d imaging. If the interventional tool becomes unavailable for use, the user is alerted by an error message. The user can reboot/restart the tool application or continue to use the 2d system without extending the functionality with 3d imaging. The clinician, using their clinical judgement may decide to postpone the procedure or stop the procedure. This decision is based on the clinician¿s knowledge of the patient¿s status and understanding that the system is still available using 2d imaging. Therefore, the unavailability of an interventional tool is not likely to cause or contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome. Evaluation method code was corrected.